Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance in the catheter. The patient was undergoing surgery for treatment of an ischemic stroke. There were 0 passes with the device. It was noted the patient's vessel tortuosity was moderate. It was reported that the catheter was guided to the target position via the guidewire. After the stent was hydrated, the resistance increased as it was pushed along the protective sheath to the catheter hub. As the stent slowly entered the catheter, the resistance gradually increased. After the stent completely entered the catheter, the resistance was very large, so that it could not be pushed further. The stent was removed and replaced with a domestic nico stent of the same model, which was successfully pushed and the operation continued smoothly. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the catheter used was a rebar and resistance occurred at the hub. The cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The tip of the sheath was secured in the hub of the microcatheter. Additional information was received that there was already resistance at the hub, but it could still be pushed forward. When the stent completely entered the catheter lumen, the resistance was so great that it could no longer be pushed forward. The rhv¿was secured¿during delivery.